Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) (B)(6) 2017 regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was in the ER and needed to confirm that the ins was turned off so that an MRI could be performed. The caller noted that the patient's ins had not been used in two years. Patient status is unknown and the hcp stated that the reason for the MRI was unrelated to the device or therapy. No device malfunctions or symptoms were reported. On (B)(6)2019 additional information was received from the consumer: the patient reports they stopped using the device 3 years ago because she was having a lot of problems with the device and it was not helping her. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the circumstances that led to problems with their device was that they just turned it off. They stated that it was ¿too much of a problem¿ (they told someone on the phone of this). There were no further complications reported or anticipated.